Event description:
Problem is specific with pediatric pts undergoing peritoneal dialysis using the fresenius freedom cycler. At cycle #7, air is evident in the tubing with air introduced into the pt's peritoneal cavity, causing pain and discomfort. Similar problems have been reported by 4 other pediatric pts using the same freedom cycler model.